Event description:
Patient, with a history of osteoarthritis and no prior synvisc treatment experienced pain and swelling in the knees, chills, and fever. The pt began treatment with synvisc in 2004. The pt received one synvsic injection to the right knee. After the injection, patient experienced chills, fever, pain and swelling in the injected knee. Approximately at that time, patient received a cortisone shot in the right knee. Since that time, the left knee has also become swollen and painful. The doctor recommended surgery in both knees. The pt was also receiving treatment from a chiropractor. At the time of this report the pt continued to have pain and swelling in both knees.